Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The delivery system was returned for evaluation. Upon inspection of the returned sample, the dilator appeared clean and intact. The dilator was introduced into the sheath with no problems. The distal marker band was missing from the distal tip of the introducer sheath. The sheath appeared to have a kink in the shaft. From the distal tip and a slight bend from the proximal hub. All measurements taken off the dilator and the sheath were within specifications. The result of the investigation was confirmed for detachment of marker band. Although the definitive root cause is unknown, it appears that patient (scar tissue, tortuous vessel) and procedural issues (manipulation of delivery catheter) contributed to this event.

Event description:
It was reported that during a vena cava filter procedure, via the right femoral vein, as the doctor was pulling the introducer out of the patient, the marker band detached and remains superficially under the patient's skin. Before the procedure, the doctor had to dilate the vessel up because of scar tissue and extra skin, due to prior procedures performed in the right groin area, so the insertion was difficult. It was also reported that the patient's anatomy was tortuous and the doctor had to perform a great deal of manipulation with the delivery system. The doctor reported that this could have contributed to the detachment. The marker band remains under the skin on the patient.